Event description:
It was reported that the device was found in back-up mode after a hardware reset. Abbott technical support was contacted and confirmed that the device went into back-up mode after oversensing of noise led to episodes of inappropriate high voltage therapy. An over current detection (ocd) alert was also observed on the device. It was reported that the device was explanted and replaced. The patient was stable and no adverse consequences were reported. Additional information was requested but was not available.

Event description:
It was reported that the device was found in back-up mode after a hardware reset. Abbott technical support was contacted and confirmed that the device went into back-up mode after oversensing of noise led to episodes of inappropriate high voltage therapy. An over current detection (ocd) alert was also observed on the device. It was reported that the device was explanted and replaced. The patient was stable and no adverse consequences were reported. Additional information was requested but was not available.